Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced incontinence with his artificial urinary sphincter (aus) device. The cuff migrated and eroded at the urethra, so the device was explanted at an unknown date. The patient was allowed to heal and on (B)(6) 2021, he underwent a surgical procedure for a new aus device. The patient has fully recovered from the reimplant procedure.